Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on two leads. As a result, surgical intervention may be undertaken to address the issue. It is unknown which leads are at fault.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 supra orbital leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs quattrode lead, model: 3169, UDI: (B)(4), serial: (B)(6), batch: 5108520. The allegation is against 1 of 2 occipital leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 542209.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.